Manufacturer narrative:
No additional patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely depressed sodium results for one patient. The following was provided: (B)(6) 2021 sid (B)(6). Sodium initial result 113, repeated result 139 (reference range 136-145). No impact to patient management was reported.

Manufacturer narrative:
The customer checked the instrument and discovered two damaged cuvettes. The customer service center specialist (csc) explained, over the phone, that the ict sample processing occurs within the ict module and not inside the cuvettes. The csc instructed the customer to replace the damaged cuvettes and the ict module. The customer replaced the cuvettes and the ict module which resolved the issue. The ict modle (ln 09d28-04) was considered the likely cause of the issue. A review of service history for the alinity c (serial number (B)(6)) revealed no additional reports of discrepant results by the customer after the ict module was replaced, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the ict modle (ln 09d28-04) did not identify any trends. Review of tracking and trending for the alinity c (serial number (B)(6)) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ict modle (ln 09d28-04) or the alinity c (serial number (B)(6)) was identified.